Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received an alert for high impedance. Capture threshold has also risen. Isometrics were performed; however, no noise was reproduced. It was noted that the physician will schedule an extraction and replace the lead.